Event description:
It was reported that a set screw was found to not have a recessed hex insert in the screw head for the screwdriver to engage with. An add'l screw was available and was used.

Manufacturer narrative:
The DHR was reviewed for the reported device and no discrepancies were observed.